Event description:
As the surgeon went to use the harmonic, it would not increase past power level 5. The surgeon tried to activate the hand piece again and received the error message that the tip was corrupted and to wipe the jaws. Stopped using the machine and switched to another machine. FDA safety report ID# (B)(4).